Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 25jul2019. Philips field service engineer (fse) confirmed the touchscreen failure. The fse replaced touchscreen to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The customer contacted tech support for help with the issue. Tech support instructed the customer to perform troubleshooting, where the device failed calibration. They scheduled a warranty repair with the field service engineer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 device showed a touchscreen error. The device was not in clinical use at the time of the malfunction, and there was no patient or user involvement.

Manufacturer narrative:
MFR received date: 28aug2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.